Event description:
A fail code 570 during biomed testing. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event.